Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2019-00236, 3005334138-2019-00237, 3008452825-2019-00218, 2182269-2019-00050. During a paroxysmal atrial fibrillation radiofrequency ablation procedure, an effusion occurred. During ablation of the anterior roof of the left superior pulmonary vein antrum, contact and stability were difficult. The catheter was then positioned on the coumadin ridge and ablation was started. The patient became hypotensive and ablation was ceased. The ice catheter was used to scan for the pericardial effusion and located. Heparin was stopped and a pericardiocentesis was performed. The patient was followed and stable. The cause of the perforation is unknown. There were no performance issues with any abbott device.